Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter was overheating or shocking. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. Product was provided for investigation; however, investigation of provided product cannot confirm or disconfirm the allegation or determine a probable cause. No injury or medical intervention was reported.

Event description:
It was reported that the transmitter was overheating or shocking. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, corrections are required.